Event description:
The customer complained of experiencing high and low blood glucose levels. The reported blood glucose reading was 547 mg/dl. The customer was in the hospital at the time of the report. The customer stated that she is taking many new medications. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.